Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted both that both loops were detached. Additionally, the suture returned unloaded and cut. For the functional test, used of a mandrel of 0.039, and the stent passed through without resistance. No other problems with the device were noted. The reported event was not confirmed. Based on the most relevant information of the complaint event description and device analysis, it was found that both loops were detached. Also, the suture returned unloaded and cut, evidence that the suture was removed and the stent was used. It is possible during the operational factors interacting with the suture string, excess of force applied such as an entanglement during their use in the procedure could have caused the detachment. Consequently, affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that a polaris loop ureteral stent was used during a rigid ureteroscopy lithotomy procedure in the ureter performed on (B)(6) 2022. During the procedure, it was noted that the stent could not cross the lesion. It was found that the stent became fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received that the fractured was found during unpacking and occurred outside the patient. It was noted that the device could not be used.

Manufacturer narrative:
Medical device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported that a polaris loop ureteral stent was used during a rigid ureteroscopy lithotomy procedure in the ureter performed on (B)(6) 2022. During the procedure, it was noted that the stent could not cross the lesion. It was found that the stent became fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.